Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the customer¿s reported image issue. The following defects were found by service during the evaluation of the device: the control body was cracked. There were sign of fluid ingress in the camera head, the cable was scratched, and the video connector was damaged. The remote switch on the camera head failed. The scope mount demonstrated corrosion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the camera image disappeared during an unspecified therapeutic procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information received from the user facility regarding the reported event: the intended procedure was completed by replacing the device with another device. There was approximately a 10-minute delay when replacing the device, but there was no further delay.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility, and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, since the customer's report (camera image disappeared) could not be confirmed or duplicated, a root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.